Event description:
It was reported that there was a problem with the subtraction function (image quality) of the 9800 system. There was no respect of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed an upgrade single board computer (sbc) and associated software. The system was tested and found to be working as intended and placed back into service.